Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 37085-40, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The rep reported that the patient had their extension replaced today due to open circuits on the extension. The rep reported that the replacement extension resolved the issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that the cause of the open circuit was not determined. No further patient complications have been reported as a result of this event.